Event description:
It was reported that the asymptomatic patient presented for follow-up after receiving a notifier alert. Programming changes were recommended. The patient will be monitored with routine follow ups. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.